Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A bipap a40 was returned to a third-party service center for service. There was no serious patient harm or injury reported. There was no evidence the device was clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, ventilator inoperative error code indicating a failure of the outlet pressure sensor and a non-critical error indicating the device was unable to write to the event log were observed in the device's downloaded event log. No final testing or repairs were documented.